Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump would not completely rewind; the customer noticed this while changing his reservoir. The patient's blood glucose at the time of incident is unknown. The piston would not go all the way back as it did during previous rewinds. A displacement test was performed and the device passed. However, the rewind would not retract the piston as far as it needed to go. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump rewound properly during testing. No rewind anomalies were noted. The pump functioned properly. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, cracked reservoir tube window corners, a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.